Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering logs for 12-jun and 13-jun-2025 showed no motor errors or device malfunctions. However, logs confirmed frequent dexcom g7 sensor communication issues and multiple urgent low glucose alarms. The ilet responded appropriately to received cgm glucose values, suspending insulin during low readings and resuming delivery thereafter. Despite appropriate algorithm behavior, the log data indicate that the cgm may have provided inaccurate glucose values during this period, potentially masking hyperglycemia and contributing to the delay in treatment. No ilet malfunction was identified. Based on available information, the ilet functioned as intended. The cause of the user's dka appears related to cgm inaccuracy. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a user contacted customer care regarding missing data in their ilet reports. During the call, the user reported they had been hospitalized for diabetic ketoacidosis (dka) with blood glucose (bg) of 1287mg/dl from (B)(6) 2025 and were discharged on multiple daily injections (mdi). The user noted they believed their bg was in range due to cgm readings, which later appeared abnormal.